Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer's mother reported that customer was hospitalized due to diabetic ketoacidosis.